Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume intermate. During patient infusion, it was observed that the immunoglobulin had stopped flowing. The device contained immunoglobulin (ivig) 20000mg in 200ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.